Event description:
It was reported that the subject device experienced noise (on image) during a therapeutic abdominal endoscopic resection of the lungs. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h4, h6, h11. Corrected fields: e1- address. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, the rigid tube was bent, the outer cover was malfunctioning, component failure of the charged coupled device (ccd), component failure of the rigid tube, component failure of the outer cover. A root cause could not be identified. Based on the results of the investigation, it is likely the noise appears caused by a component failure of the charged coupled device (ccd), the rigid tube was dented and bent caused by a component failure of the rigid tube and the outer cover was malfunctioning caused by a component failure of the outer cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.